Event description:
Follow-up information reported indicated that the patient was "doing much better" and that they were involved in a physical therapy program. It was noted that the patient was able to weight bear and urinate. If additional information becomes available, a follow-up report will be sent.

Event description:
.It was reported that post implant of a surgical lead, the patient experienced lower extremity paralysis. The doctor immediately took the patient to the operating room and removed the lead. The neurostimulator was plugged and left in the patient. Three days later, the patient was still in the hospital and had an almost complete return of sensory and motor function. The patient's "t spine had a herniation of disc and mild stenosis caused crowding issue." Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-65 (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6).

Manufacturer narrative:
Concomitant medical products: lead model neu_unknown_lead serial# unk implanted: unk explanted: unk.